Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported getting no delivery and then locked up with watchdog timeout and went to back up insulin pump and put a new battery in the new insulin pump and went through count down and then the screen lit up every element, had a blank display after inserting the battery. The customer did troubleshoot the issue and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave a full segment display anomaly, problem isolated to interface board. No blank display or audio/beep anomaly noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test , no delivery alarm or button error alarm due to full segment display. No moisture/ damage/ unlocked lcd keypad connector noted during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.